Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device occurred on (B)(6) 2021. There were no patient consequences.